Manufacturer narrative:
(B)(4). Report source - (B)(6). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon tried to clip and hold the implant properly and the impactor does not hold the implant tight. There is no additional information at this time.

Manufacturer narrative:
The reported event cannot be confirmed as there was no failure detected and based on the technical evaluation, the instrument was functioning properly during testing. Visual examination of the returned product identified exhibits signs of repeated use (nicked or gouged) and the tip shows slight wear. The instrument passes the functional test. Dimensions were conforming where it was measured. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. It is unknown what caused the instrument to malfunction during the procedure. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.